Event description:
The physician attempted arteriotomy closure using the closer tsl 6 fr. Device. The physician deployed the foot after adequate marking was achieved. The device came out of the vessel during foot deployment. The physician was unaware that the posterior foot was outside the vessel during deployment. He tried to release the foot, but the foot would not go down. The device broke while the physician was trying to dislodge the actuary wire. The pt was sent to the operating room for the device retrieval. The device was retrieved and the pt recovered without further injury.